Manufacturer narrative:
Retainer ring = black p-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and unexpected battery power loss due to pump error 25. Measured and passed voltage of internal battery at 3.9v. Tested internal battery esr outside of the device and passed. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Battery/power anomaly due to connector resistance issue. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident and other value was 227 mg/dl. The insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. All the buttons were not responding. The device will be returned for analysis.